Manufacturer narrative:
Phone number removed from grid - failing electronic submission. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the gasket has become unseated in the lead set. There was no reported patient incident injury.